Event description:
Customer reported being treated at home by emergency medical service for low blood glucose. Customer feel uncomfortable with the pump. Customer stated they filled reservoir with a little over 300 units and after prime was complete there were 269 units remaining. Prime history shows a manual prime of 13.9units. Troubleshooting performed and pump appeared to be performing as designed.